Event description:
Hcp stated in a letter hcp placed a synchromed pump in the pt in 2001. Within one week, the pt developed a serious infection of both the lumbar and abdominal sites, necrotizing fasciitis, and overwhelming sepsis. Multiple organisms were cultured with the impression of a mixed aerobic and anaerobic infection. The pt succumbed to the infection. Pt was known to be immunosuppressed with system lupus and rheumatoid arthritis. Further information has been requested from the hcp. A follow up report will be sent when further information is received.